Event description:
It was reported that during the procedure, the surgeon went to remove the needle from the capio portion on the device and the needle broke from the suture. They used a second of the same device and completed the case with no complications or injury to the pt.

Manufacturer narrative:
Method: no sample returned for eval. Results: internal corrective action was initiated to address this and similar issues. The CAPA# is (B) (4). MFR will continue to track and trend for similar incidents.